Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated the pump would reboot without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: current black box shows no occurrences of a reboot condition. The battery compartment is intact, no damage. No evidence of moisture contamination found inside battery compartment. Battery cap is able to be fully tightened. A power loss was not observed. The pump was exercised for 24 hours. No power loss or power related warnings were observed. The pump case was removed and no evidence of moisture contamination found inside pump. Investigators cannot duplicate or verify intermittent power condition. There was no defect found.